Manufacturer narrative:
Submit date: (B)(6) 2011. An investigation is underway upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a single lumen PICC. The customer reported that the PICC broke at the 0cm mark during transfer of the patient from isolette to radiant warmer.